Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. It was reported that 30 minutes after the delivery was started, the tubing separated from an unspecified location on the filter of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report representative all the information known by the reporter upon query by hospira personnel.